Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection the subject device, that the plastic part of the light guide hose had fallen off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct g3 awareness date. The previously submitted october 14th, 2024, for ¿date received by manufacturer¿ was incorrect. The correct awareness date information is october 16, 2024. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, though the reported suggested malfunction has been confirmed by olympus, a definitive root cause for the reported suggested malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: instructions visera rhino-laryngo videoscope olympus enf type v2 important information ¿ please read before use precautions do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. Do not coil the insertion tube, universal cord or video cable into a diameter of less than 10 cm. Equipment damage can result. Do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break, and it may cause water leaks. Olympus will continue to monitor field performance for this device.